Event description:
An attempt was made to use a telescope guide extension catheter. There was no damage noted to the device packaging. It was reported that the tip of the device detached during advancement of the device in the vessel. The detached tip was retrieved by inflating a semi compliant balloon and pulling the device back into the guide catheter. The whole system was then removed. No further patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The telescope gec detached proximal to the prior stents implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: device returned with a detachment of the distal tip; the detached portion was returned for analysis. The material at the detachment site appears stretched and jagged. The coil of the device is exposed and appeared pulled out. Material at the detachment site of the tip appeared stretched and deformed, the distal markerband remained encased in the tip material, the distal markerband appeared deformed. No deformation to the entry port. Kinks were evident to the proximal on-ramp and distal push-member. The inner lumen could not be verified as the lumen patency ball was unable to pass through the telescope tip. No other deformation was evident to the remainder of the device. Two images returned for analysis, the first image displays a detachment of the tip of the device evident, inner coil is exposed an appears pulled out. The second image was quite blurred but showed the detached tip which appears to be displayed on a blade/scalpel. Additional information: an attempt was made to use a telescope guide extension catheter (gec) to treat a lesion without extensive calcification located in the mid-distal left anterior descending artery (lad). It was noted that the patient had prior stents implanted in the proximal lad. It was stated that after the previously deployed stents, there was a bend in the vessel that prohibited the advancement of a resolute onyx rx coronary drug eluting stent. The telescope gec was then selected and placed in the proximal lad. The stent was advanced through the telescope gec. The telescope was retracted back into the guide catheter. It was reported that the tip of the telescope gec detached during advancement of the device in the proximal vessel and was noticed upon withdrawal of the device. The stent was removed. The detached tip was retrieved by inflating a 1.5mm semi compliant balloon and pulling the device back into the guide catheter. The guide was coaxial with the proximal lad and there was no resistance felt at the time of the tip fracture. No other devices contributed to this event. The patient experienced no problems and another non-medtronic gec was used to complete the procedure. No further complications were noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was pre-dilated. Resistance was not encountered during delivery of the device. Excessive force was not used. The device was not kinked and re-straightened during use. It was stated that there was no trauma/snagging noted and the device was not in any way manipulated prior to the tip detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.